Event description:
Preop diagnosis: status post right breast reconstruction or breast cancer and left breast augmentation for asymmetry with left breast implant deflation.electrocautery was used to dissect down to the implant. The implant was removed and appeared to be deflated. Surgeon feels the patient should recieve credit for the implant